Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to experiencing a blood glucose (bg) level of 900 mg/dl and ketones. Cause of bg/ ketones was not known. Reportedly, customer remained in the ER for two days and had not been discharged at time of report. Although requested, no additional information regarding the ER visit was provided and follow up was declined.